Event description:
It was reported that device diagnostics resulted in low impedance (<600 ohms). The device was programmed off and the patient was referred for x-rays. No patient manipulation occurred that is believed to have caused or contributed to the low impedance. No surgical intervention has been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. The explanted devices have not been received for analysis to date.